Event description:
Boston scientific received information that there was a red alert for low out of range shock lead impendence (sli) measurement of zero. Additionally noted was that pacing thresholds were not able to be evaluated due to there being no capture at 7.5v@2.0 ms since implant. Boston scientific technical services (ts) indicated the low out of range sli measurement was due to electromagnetic interference (emi). The patient is not pacemaker dependent. No intervention was taken device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.